Event description:
Complainant alleged that while attempting to defibrillate a 65-year-old male patient, the device failed to charge. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling and defib cycle testing with a known good battery without duplicating the report. The battery used was not returned as part of this investigation. The device was recertified and returned to the customer. It is recommended to the customer to review battery management instructions and to recalibrate inventory of batteries, as a precaution. No trend is associated with reports of this type.